Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon had very poor staple line on third firing of sleeve. Looked very jagged and not uniform 3 row on patient and specimen side. On next firing, through distal end of previous staple line, doctor fired approximately 20mm and aborted firing due to excess force necessary to complete process and retracted without issue. The next firing the surgeon fired slightly inside the previous staple line and was completed without incident. Endoscopy of patient looked normal. Surgeon oversewed staple line, on difference was surgeon used free suture as opposed to endostitch. There was tissue loss resulting from application of the reload slightly inside the previous staple line. No reinforcement material was used.